Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. Two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no visual anomalies associated with the reported event were observed. Functional testing checked the opening and closing of the connector, and confirmed that both connectors could be locked without problem. Devices passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that during the use of the product, the connector was unable to be closed completely. No patient injury was reported.